Event description:
Patient's mother contacted dexcom technical support on (B)(6)2014 and claimed that on (B)(6)2014 the patient experienced a hardware failure. Dexcom technical support advised the patient's mother to reset the device on (B)(6)2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and "call tech support" error message was observed. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.